Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with extensive damage on the reservoir tube lip, missing the retainer, and missing the reservoir tube o-ring caused by dog chew marks. Unable to install a p-cap into the reservoir compartment due to the shredded. Out of round, and excessive damage. The following were noted during a physical inspection: dog chew marks, missing retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Extensive dog chew marks on the pump is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported battery cap was lost. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.